Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on a home pd system kaguya set during peritoneal dialysis therapy. The patient was not connected at the time of the alarm. This occurred during set up of peritoneal dialysis therapy. During troubleshooting, it was reported that one of the cassette's cap was detached that led to this alarm. Renal therapy services (rts) advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.